Manufacturer narrative:
Correction: corrected serial number along with associated lead information has been reported in this supplemental.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2017. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow-up after multiple inappropriate shocks. Upon interrogation, the right ventricular lead was micro-dislodged. No further information was reported.